Event description:
Reportedly, during (B)(6) 2012 f/u, a warning related to suspected abdominal ventricular lead impedance measured on (B)(6) 2012 was displayed to the user. In addition, a suggestion to check the stored episodes in the egm and markers section was displayed in the diagnosis session in the aida. Some clarifications were required.

Manufacturer narrative:
(B)(4), 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.